Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v589288, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015.

Event description:
It was reported that the patient had urinary tract infections (utis) because of their bladder issue. The utis started with a foul odor. The device had made such a big difference, except it didn¿t tell the patient when they had a uti. The patient¿s utis were not as frequent and they were having a terrible time before implant. Between now and 2013, the patient was on antibiotics 9 different times from (B)(6) due to utis, unrelated surgeries, having a toenail ripped off by a door and (B)(6). This was why they were seeing an immunologist. The patient had a history of (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the implantable neurostimulator (ins) was identified as involved in the event. Uti (urinary tract infection) + (B)(6) 2012, given cipro. Uti + (B)(6) 2013. Uti + (B)(6) 2013. Reprogramming was done x 2 ((B)(6) 2012 and (B)(6) 2013). Actions taken included antibiotics and topical estrogen. The event cause was not determined. It was not device related. The patient was recovered without permanent impairment.